Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device and provided x-ray images found evidence to support disassociation of the liner from the cup while implanted. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : a worldwide complaint database search found no additional related reports against the provided product code/lot number combination. Based on the inability to find any additional related reports against the provided product code/lot number combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient, with spinal fusion, had bilateral thas and a few months after surgery the left one felt as though it was subluxing. 9 months post-op he had a fall and the liner was found to be dissociated from the cup on x-ray. He now felt grinding of the femoral head on the cup. The hip was revised, metallosis was observed as the ceramic head was wearing the shell. The liner, head and shell were removed and new revision components were implanted. Doi: 2021. Dor: (B)(6) 2021. Unknown side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was no surgical delay. Affected side was the left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.